Event description:
Customer reported experiencing alarm 2 followed by alarm 26 and had encountered multiple previous occlusion events. Despite these issues, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the occlusion problem, the customer changed their infusion set and cartridge and resumed insulin use. Customer was informed about product guidelines regarding cartridge usage but declined further assistance from technical support. The case was closed by customer support.